Event description:
It was reported that during a refill, when checking the pump, it was found that the drug was not used in the patient as 37 ml was withdrawn instead of the expected 7 ml according to the n'vision reading. Drug delivered via the system was baclofen 750 mcg/ml. The pump rotor was checked by x-ray and was working after giving a bolus for the patient during a wait of three minutes; the rotor rotated 60 degrees. The pump was filled again with the same dose to check if the problem could occur again in the future, in addition, programming of the pump after the refill was checked and there was no problem in the reading. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).